Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed that the device did not meet expected longevity, the cause is unknown.

Event description:
It was reported that the device was at elective replacement indicator and had a possible "occult defect". The device was explanted and replaced. No patient complications have been reported as a result of this event.